Event description:
It was reported that during a total knee procedure, the middle teeth on the cutting end of the blade were worn down. It was also reported that there were o adverse consequences as a result of this event. It was further reported there was no delays to the procedure and the procedure was completed successfully.

Manufacturer narrative:
The blade subject tot his MDR was returned for evaluation. It was visually confirmed that the inner teeth of the blade were missing. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.